Event description:
It was reported that the patient developed infection despite past wound cleaning and debridement (MFR number 3006630150-2023-01807). The patient was placed on antibiotics and underwent an explant procedure. The patient had staples removed and reportedly doing well postoperatively. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20190348/2000016990/7116369.